Event description:
On (B)(6) 2022, the patient underwent endovascular treatment for a thoracoabdominal aortic aneurysm using a non-gore stent graft (zenith alpha) and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). The physician implanted the vbx device in the physician modified zenith alpha device at the celiac artery as a fenestration graft. Reportedly, during deployment of the device, the balloon was inflated by 10 atm, and ruptured. The vbx device was expanded using a percutaneous transluminal angioplasty (pta) balloon catheter. The reason for the balloon rupture is unknown. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
After further review of available information, device returned to manufacturer for engineering evaluation. It was determined this is not a reportable complaint. An engineering evaluation of the device was performed by gore. The allegation of device deficiency or malfunction (balloon rupture) could not be confirmed. Therefore, manufacturer report # 2017233-2022-03556 is being retracted.